Event description:
The device was returned and complaint confirmed. The applicator cable was damaged. Device was repaired and returned to customer.

Event description:
The ultrasound has exposed wires under the strain relief at the soundhead handle.